Event description:
A baxter affiliate reported to baxter (B)(4) of a eurovialmate in which the vial with the adaptor became disconnected from the viaflo unit. Evaluation of the complaint sample carried out by (B)(6) observed that the defect occurred after reconstitution of the drug by the external customer. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. The vialmate arrived already attached with a vial. The vialmate was locked and visual inspection revealed no non-conformities. Vialmate was tested with the same attached vial and connected with the same provided vialflo while simulating normal use. Vialflo bag has not disconnected from vialmate during use and no non-conformities were observed. Vialmate was dismantled to be further investigated. Vialmate showed no non-conformities. The reported condition was not confirmed. The root cause was not determined. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.